Event description:
4 5.0mm locking screws were implanted with a nail for a left femur fracture sustained when patient ran off a cliff on his motorcycle after being hit by a deer and subsequently hit a tree 100 feet down. Nail and one locking screw were noted as broken on x-ray. Also noted in the x-ray, patient's proximal femur fracture had healed, distal femur fracture diagnosed as nonunion. Date of removal is unknown.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation can be performed, no conclusion can be drawn as no device has been returned. Synthes is unable to determine the manufacture date without a lot number.